Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) six years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that they experienced imaging issues while using the 4k camera head; the light would not white balance. The problem was found to have occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The assessment found deep scratches and worn-out pins on the video scope connector, a sticky cable, deep scratches on the lens, and a faded label on the rear cover. The investigation is ongoing. Once completed, or if the user facility provides additional information, a supplemental report will be submitted.